Manufacturer narrative:
Same patient as MDR 9610622-2011-00076.

Event description:
Customer reported via sales rep that the product was implanted into the patient successfully. Patient was discharged. The first implant was done in (B)(6) 2010. The customer further added that about 6 months after the first implant the distal locking screw broke. The nail broke which lead to the pt having revised surgery on (B)(6) 2011.